Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
It was reported that a patient death occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on an eccentric shape, moderately calcified right coronary artery (rca). A 24 x 4.00 promus premier select drug eluting stent was advanced and deployed in the rca. Following deployment, the patient passed away. It was further reported that the patient presented with a myocardial infarction (mi) and compromised left ventricle function. The documented cause of death was cardiac arrest. The physician did not consider the patient death related to 24 x 4.00 promus premier select.

Event description:
It was reported that a patient death occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on an eccentric shape, moderately calcified right coronary artery (rca). A 24 x 4.00 promus premier select drug eluting stent was advanced and deployed in the rca. Following deployment, the patient passed away.

Manufacturer narrative:
Patient identifier: (B)(6).